Event description:
It was reported that the generator was arching on the back left side of the generator. It was noted during setup for an unknown procedure. It is unknown how the procedure was completed and there were no patient consequences reported. The device will not be returned at this time.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Per service manual operational and diagnostic analysis confirmed arching on back left side of generator. The main pcba was replaced as identified in the investigation to address the arching updated generator to the current revision of software. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational.